Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the device, the first clip formed and as the second clip formed the third clip forced the clips out and it dropped into the patient. They remove the clips and proceeded with a second like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.